Manufacturer narrative:
It was found the¿filter circuit needed to be replaced. The volara¿ system is intended for the mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and has the ability to provide supplemental oxygen when used with an oxygen supply. A review of absolute and relative contraindications in the device instructions for use does not list seizure disorder as a contraindication for use.  Per the volara system instructions for use, if the circuit and/or smart-filter¿ are damaged or visibly soiled, replace them. A new filter circuit was shipped to the customer to resolve the reported event. Based on this information, no further action is required.

Event description:
The customer reported the filter was cracked. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).